Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The left tracker was replaced. Tracker navigation calibrations were performed. The unit was then operating as intended. The left tracker was returned for analysis. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: kit svc o2 bi71000218 tracker left o2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the left trackers on the imaging system is intermittently being picked up from the navigation system. The site stated that the ride side trackers could be seen without issue. The representative at the site re-booted the system with no change. It was noted that the pendant buttons were also unresponsive, but the re-boot resolved this issue. It was also mentioned that the confirmation would not take. The rotor would make a quarter turn and then just stop. There was a less than 1-hour delay to the procedure and no impact on patient outcome.